Manufacturer narrative:
H11. Additional narrative surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as its availability is unknown. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned via implant patient registry and investigation that a 11500a 23mm aortic valve was explanted and replaced with a 11500a 23mm after an implant duration of 2 years, 3 months due to large perivalvular leak caused by hole by the commissure between left and right cusp. Per medical records the patient presented with heart failure nyha iii and underwent redo-avr with pericardial patch augmentation of the annulus. Intraoperatively the aortic valve was excised, annulus debrided, subaortic membrane was resected. At this time a hole was identified on the right side by the commissure between the left and right cusp, this did not appear to be infected. A small pseudoaneurysm was noted at aortomitral noncoronary cusp, unable to identify if there was a direct communication. At the end of the procedure echo showed cavity around aortomitral continuity was still there but had no flow. On pod #7, the patient was discharged home in stable condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11. Additional narrative updated d4, h4, and h6 based on the information available, the complaint is able to be confirmed, and a definitive root cause cannot be conclusively determined. An edwards defect has not been confirmed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.